Event description:
Pt info was not provided. A dialyzer leak occurred during an extended crrt treatment. The cartridge was in use for approx 24 hours when the nurse observed a slow drip of blood from the venous header of the dialyzer. The blood loss volume from the leak was estimated to be 100cc. Crrt was discontinued without performing rinseback resulting in an additional estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
The disposable cartridge and dialyzer were discarded. No investigation is possible without the returned product; therefore, the exact cause of the reported issue cannot be determined. A review of the reported cartridge lot number found no other similar complaints reported. Nxstage medical considers this report closed. No additional info will be provided.